Manufacturer narrative:
The results of the investigation concluded that optical fiber 3 did not meet specifications for optical properties. Review of the log file also indicated signal loss on optical fiber 3. Further investigation revealed foreign material (fm) within the distal fiber cavity, consistent with the optical signal issue observed and the reported contact force issue. The catheter met specifications during leak testing.

Event description:
Related manufacturing ref (B)(4). During the procedure, after collecting the left atrial geometry, no contact force information would transmit from the catheter and a red light displayed around the reset button of the tactisys. The connections were confirmed, reconnected, and the tactisys was restarted with no resolution. A second ablation catheter was used but the same event occurred. The case was cancelled as there were no ablation catheters of the same type available. Based on analysis, the complaint was confirmed.

Manufacturer narrative:
Abbott has implemented a corrective action to address this issue.